Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray does not work on both frontal and lateral stands. To resolve the issue, the fse restarted the system, and it started up normally. After performing the fluoroscopy successfully, the errors reoccurred on both sides of the biplane imaging. Review of log file showed multiple read errors on both the frontal and lateral ippc. The fse confirmed that the issue was with image disks in both the frontal and lateral ippc. The fse advised the customer to replace the image disks. The customer rejected further actions and service by the fse. The system was handed over to the customer and no further actions were performed by philips. To date, there have been no further reports of this issue.

Event description:
It has been reported that during examination, x-ray does not work on both frontal and lateral stands. At first, when x-ray was being used, a noise was heard from the machine room and at that time the playback of the imaging images dropped out, and "image processing error" was displayed, then the x-ray also stopped working. No harm to the patient has been reported to philips.